Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the device returned without the ligator housing, and the handle had evidence that the trip wire was secured. The handle also had damage markings done by the trip wire. Per media analysis, the ligator housing did not have the trip wire secured into the handle slot and the trip wire damaged the handle. No other problems with the device were noted. The reported event of bands unable to deploy cannot be confirmed. Upon analysis of the returned component, the handle had evidence that the trip wire was secured. Per the media analysis, it showed that the ligator housing did not have the trip wire secured into the handle slot and the trip wire damaged the handle. The ligator housing was not returned; therefore, it is not possible to determine if this part had any sort of damage that could have affected the bands deployment. It was also seen that the handle has damage markings. It was seen that the device handle slot evidence that the trip wire was secured. However, since the trip wire was manipulated when the device was returned (the trip wire was no longer in the handle slot), it is not possible to determine if the trip wire slack was taken up before the trip wire was secured. If somehow this step was skipped or not done in an appropriate way, there is a possibility that there was an excess of trip wire on the handle loose during the procedure and this could have damaged the handle and make the bands not able to deploy correctly. Based on the available information, the most probable root cause of this complaint is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation procedure performed on (B)(6) 2023. During the procedure, the bands were stuck to each other. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation procedure performed on november 21, 2023. During the procedure, the bands were stuck to each other. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.